Event description:
Surgeon reports: "patient underwent a phacoemulsification with implant right eye. When intraocular lens was placed, it was immediately noted that there was a haptic fractured from the optic and it was immediately removed. There was no adverse outcome to the patient. The removal did not require a wider incision. The implant was exchanged and the operation was completed."